Event description:
Customer called to report that the insulin pump was not delivering insulin completely. Customer stated that he has not used the insulin pump in four months. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.